Event description:
It was reported that patient presented to the clinic after receiving a patient notification alert. A sudden drop in battery voltage was noted. The device was explanted and replaced due to suspected premature battery depletion. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. Device level testing with an external power supply indicated normal electrical performance. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.